Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that patient underwent unknown procedure on unknown date in 2018 and suture was used. The plastic wrapping of the product was found opened prior to use. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: it was reported: packaging integrity. An unopened overwrap packet of product code w8807, lot keh784 were noted for evaluation. During the visual inspection of the unopened sample, lightly damaged on the copolymer of overwrap packet were noted; however, the integrity of the packet was not compromised. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, the assignable cause of packaging integrity suggest an improper handling of the sample.